Event description:
Fraxel laser treatment of the face caused the following conditions: I have permanent swelling in the jowl area, hyper-pigmentation, thickened scaly skin and bumps on the nose - rhinophyma, itchy burning rush all over face, red bumps - that look somewhat like pimples or mosquito bites - continually pop up, scarring all over face, bluish discolored spots on skin, stretch marks on skin, and if I go out in the sun for even a minute, I break out in red blisters. The doctor wanted nothing to do with any follow-up care. He felt the negative results were not his responsibility. Dates of use: 2009. Diagnosis or reason for use: acne scars/oiliness.